Manufacturer narrative:
The date of event is estimated. The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2021-00206, 3006705815-2021-00059. It was reported that the patient experienced ineffective stimulation. The patient did not feel full stimulation on their left side to cover their pain. As a result, the patient had the system explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.